Event description:
Reportedly, during implantation of the intraocular lens (iol) there was a posterior bag collapse. Within the same procedure the surgeon decided to replace the original intraocular lens (iol) with a lens that was a 22.5 dioptor in order to place it in the sulcus. There were no further complications, and it was stated that the patient was doing well.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.